Manufacturer narrative:
The report of an over infusion of oxytocin was neither confirmed nor reproduced. Visual inspection of the customer-provided tubing set (model 2426-0500) noted no damage or abnormalities. Physical inspection of the pump module noted the male and female iui connector contact pins were observed dull. Review of the device logs identified that the system was powered at 02:24 pm on (B)(6) 2020 and attached with pump module (B)(4) (channel a). The profile in use on this date was ¿l & d lone peak¿. The infusion of oxytocin was programmed as a primary infusion at 2:25 pm, at a rate of 2 ml/h and vtbi of 450 mls, similar to the reported parameters. The pump module infused until 2:28 pm, when the unit was channeled off. The total pvi was recorded as 0.113 ml. Rate accuracy testing found the pump module to be performing within specifications. Measurement analysis of the IV tubing set silicone segment showed that the inner diameter and wall maximum were marginally out of specification. The root cause of the reported over infusion was not definitively determined. The identified probable cause has been determined during previous testing and analysis of samples with the same reported event to be non-uniform wall thickness of the silicone segment, leading to non-uniform tubing collapse. This, along with orientation of the wall thickness uniformity while the set is loaded inside of a pump module, can contribute to a failure to fully occlude the line. A device history record review of the source primary tubing set model 2426-0500 could not be performed, as the lot information was not provided.

Event description:
It was reported from the labor and delivery unit that a mother in delivery received an over infusion of a primary infusion of oxytocin. Programming was verified for a rate of 2 hours with a volume to be infused of 450ml before the procedure. When the start button was pressed, the pump started a bolus rate, and when the incident was noticed, the heart rate of the fetus dropped. Emergency procedures were performed and the fetus was saved. At the time of the incident the fluid had just been started and had only been running for around 3 minutes (227 seconds).there was no reported harm to the mother or any hospital staff.